Event description:
It was reported that during an atrial fibrillation treatment procedure, char occurred. This (B)(4) blazer prime xp catheter was selected and it was noted that during the procedure char was found on the tip of the catheter. The patient was on pradaxa. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).